Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline disconnect events that resulted in pump stops. The account reported that the events occurred due to a loose connection at the modular cable and pump cable inline connector. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) support and no further related events have been reported at this time. The relevant sections of the device history records for lot number 7556452 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. In section 2, "system operations" (under "system controller warnings and cautions"), the IFU states, "(under "replacing the modular cable"), provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6, "patient care and management" (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C is also available. The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the driveline communication fault resolved when the pump cable and modular cable were reconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while at home, the patient experienced a driveline disconnect, pump off, and low flow events. The screw on the pump cable and modular cable connectors were loose and the yellow lines were visible. The screws were tightened, and the alarm went away. The patient did not have aftereffects. The event log file recorded driveline communication fault on 05aug2024, and a driveline disconnect event was recorded at 14:27:10. The data indicated that the driveline was reconnected and disconnected a couple of times until a connection was established and remained on (B)(6) 2024 at 18:16:41.